Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020: it was further reported that the patient was administered antibiotics. It was also reported that the physician suspects the source of the infection was the tyrx pouch. The tyrx pouch remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection and received medication. The implantable pulse generator (ipg) system remains in use. This patient is part of a clinical study. No further patient complications have been reported as a result of this event.